Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although the cause of the patient¿s peritonitis was not determined, the culture results of staphylococcus epidermidis suggest a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to abdominal pains related to pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in treatment at the time of the event. The patient was admitted to the hospital with an initial diagnosis of bacteremia due to staphylococcus epidermidis. The source of the infection was determined to be peritonitis. The peritonitis was diagnosed on the same date. A culture was obtained. The patient¿s white cell count was 4,162. The culture was positive for staphylococcus epidermidis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1500mg in the longest dwell for 14 days. The cause of the peritonitis is unknown. The patient remains hospitalized. The hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd therapy.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being hospitalized due to abdominal pains related to pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 due to abdominal pain. The patient was not in treatment at the time of the event. The patient was admitted to the hospital with an initial diagnosis of bacteremia due to staphylococcus epidermidis. The source of the infection was determined to be peritonitis. The peritonitis was diagnosed on the same date. A culture was obtained. The patient¿s white cell count was 4,162. The culture was positive for staphylococcus epidermidis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 1500mg in the longest dwell for 14 days. The cause of the peritonitis is unknown. The patient remains hospitalized. The hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient is continuing ccpd therapy.